Manufacturer narrative:
The reported events of "guidewire could not be removed", unacceptable threshold and high pacing lead impedance were not confirmed. A complete lead was returned in one piece with the guidewire inserted inside the lead and easily removed. The guidewire insertion / removal test was performed, and the guidewire could be fully inserted inside the lead and removed with no restrictions. Final analysis found no indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. No lead anomalies were noted.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead failed to have the stylet removed which restrained the lead tip from retaining its s-curve. Additionally, the lv lead exhibited high capture threshold and high pacing impedance upon lead testing with the stylet in. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.